Event description:
The device was returned for repair due to the claim that the power cord had a crack. The device was in use at the time, but there was no pt harm reported. During the repair evaluation, it was confirmed the cord was cracked, and it was discovered that there was metal exposed by a fracture in the connector attached to the power cord. An investigation was performed and it was determined that the molded female connector on the power cord had fractured. Investigation has shown that the connector was subjected to physical abuse in excess of design capacity, resulting in the fracture. Design of the power cord meets applicable safety standards, including ul 817 and iec 60320-1.